Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. After troubleshooting the unit, the fsr noticed that the ice sensor tubing was pulled up and not in the correct position (too close to the wall of the tank). This will cause the ice block to form too large and restrict the flow out of the large tank. The fsr adjusted the ice sensor tubing to the correct distance from the tank wall. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that cardioplegia (cpg) pump was not working in "cool down" mode and not circulating water through the top bar of the cooler heater unit. No other details regarding the nature of this event were provided.